Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms. Upon review, there was insulation damage and conductor coil was fractured. There was oversensing, noise, high pacing thresholds and pacing inhibition noted as well. Subsequently this lead was explanted and successfully replaced. This ra lead is expected to be returned for analysis. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. There was environmental stress cracking (esc) noted. The helix was retracted and dried body fluid was noted in the helix housing. The outer coil conductor resistance measured as an electrical open which indicated a fractured or broken conductor. X-ray imaging showed a fractured outer coil conductor approx. 225 mm from the terminal end. Outer insulation was damaged with outer coils deformed. Laboratory analysis identifies fracture characteristics consistent with clavicle and first rib damage.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms. Upon review, there was insulation damage and conductor coil was fractured. There was oversensing, noise, high pacing thresholds and pacing inhibition noted as well. Subsequently this lead was explanted and successfully replaced. This ra lead was returned for analysis. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.